Event description:
Pt tested blood glucose as 300+ mg/dl on suspect device. She did not take any action because this is normal for her. When she began vomiting and feeling weak, she went to ER where her blood glucose = 500+mg/dl on the hosp meter and the lab. She was admitted for 6-8 days but is not feeling fine. A similar incident happened in january.